Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 04 2007. Evaluation summary:the pump was evaluated by a baxter service technician. The reported condition was confirmed.

Event description:
The device was returned to baxter for service. During service by baxter, an inaccurate pump was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.